Manufacturer narrative:
E1 "establishment name" was shortened due to character limitation. Full name is as follows: (B)(6). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's reportable malfunction could not be confirmed but likely occurred. Based on the results of the investigation, the control unit leaked causing fluid to invade the scope connector during handling. The fluid invasion caused an abnormality of the electronic component, as a result the suggested event occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. In addition, the following non-reportable malfunctions were found during the device evaluation: the angulation in the up direction was out of standards due to the worn angle-wire. The universal cord is corrugated. The scope cover (sc) cover unit was stained. The scope connector was corroded. The scope (s) cover was discolored. There was corrosion from control unit due to the leakage. There was corrosion from grip part due to the leakage. There was waterproof failure due to the right/left (r/l) and up/down (u/d) knob. The light guide (lg) bundle was abnormal. The lg lens was broken. The bending section cover (a-rubber) adhesive was broken. Olympus will continue to monitor field performance for this device.

Event description:
An olympus field service engineer reported to olympus on behalf of the customer, that the evis lucera elite colonovidescope experienced an e315 scope communication error. The issue was found during device inspection prior to use, on a unknown diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.